Event description:
Per the clinic, the patient was given sedation (type and amount not reported) on (B)(6)2013, to complete integrity testing. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.